Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (other)- please describe and state location of the perforation:") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, menstruation irregular ("irregular periods"), abdominal distension ("bloating"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain/ loss (specify which one)"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, menstruation irregular, abdominal distension, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge and weight fluctuation outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstruation irregular, migraine, uterine perforation, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain/ weight loss, perforation (uterus). Reporter information was added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other)- please describe and state location of the perforation: / perforation (uterus)') and genital haemorrhage ('genital bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included incisional hernia. Current weight 160 lbs. Previously administered products included for an unreported indication: nifedipine. Concurrent conditions included panic attacks since 2009, hypertension since 1996, nasal congestion, headache, sore throat, general body pain, pain in extremity, migraine headache, photophobia, post coital bleeding, ovarian pain, dysfunctional uterine bleeding, endometrial hypertrophy, anxiety and overweight. Family history included uterine fibroids. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2009 to (B)(6) 2009 for birth control as well as citalopram from (B)(6) 2009 to (B)(6) 2009, cyclobenzaprine from (B)(6) 2009 to (B)(6) 2009, ferrous sulfate from 2011 to 2016, hydromorphone hydrochloride (dilaudid), lisinopril since 1996, naproxen from 2013 to 2017, oxycodone hydrochloride;paracetamol (percocet), sumatriptan (imitrex) since 2012, topiramate (topamax) since 2008, venlafaxine hydrochloride (effexor) since 2013, zolmitriptan and zolmitriptan (zomig). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain/ loss (specify which one) / weight gain"). In (B)(6) 2009, the patient experienced anaemia ("blood or heart disorder/condition-type: anemia"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal)-type: yeast"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dyschezia ("gastrointestinal ordigestive system condition- type: pain with bowel movements"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and underwent bladder repair ("surgery (other) type of surgery: repair of bladder"), 4 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular periods"), abdominal distension ("bloating"), back pain ("back pain") and uterine mass ("mass in my uterus"). The patient was treated with iron, miconazole nitrate (monistat) and surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, menstruation irregular, abdominal distension, menorrhagia, vaginal haemorrhage, migraine, headache, dyspareunia, vaginal discharge, weight increased, vulvovaginal mycotic infection, anaemia, dyschezia, bladder repair and uterine mass outcome was unknown and the genital haemorrhage, dysmenorrhoea and back pain was resolving. The reporter considered abdominal distension, anaemia, back pain, bladder repair, dyschezia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, uterine mass, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, pelvic pain, dyspareunia and perforation uterus. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs received: patients demographics was added. New events yeast infection, anemia, pain with bowel movements, weight gain, back pain, repair of bladder, genital bleeding, uterine mass were added. Events onset date and lab data were added. Outcome of events bleeding, dysmenorrhea and back pain was updated to recovering/resolving. Medical history, concomitant condition and drugs were added. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), abdominal pain lower ("cramping") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, menstruation irregular, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, menstruation irregular and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.